Manufacturer narrative:
Product complaint # (B)(4). Initial reporter occupation: lawyer. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Primary attune total knee implanted to treat severe osteoarthritis of the left knee. The patella was resurfaced, and depuy cement x 2 was utilized. There procedure was completed without reported complications. Product information is provided on pages 4-6. Patient was revised due to pain and loosening of the tibial tray and femoral component. Intraoperative notes confirmed tibial tray and femoral component loosening at the cement to implant interface. The tibial tray was completely debonded from the cement and easily removed. The patella was not revised. There was no reported product problem with the revised tibial insert. Patient was revised with competitor products. The procedure was completed without complications. Doi: (B)(6) 2016, dor: (B)(6) 2019, left knee.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: product complaint (B)(4). Investigation summary : no device associated with this report was received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : patient product photographs have been provided for review. No device associated with this report was received for examination. Provided images are paper copies within patient medical records. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.